Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B) (6) 2010 alleging apply sample on their one touch ultramini meter. The patient mentioned that on (B) (6) 2010 at 9:00am, the patient noticed the blood sample was not being drawn in on the test strips. The patient continued to take their usual dosage of medication (500 mg of metformin) and at 11:00am, the patient felt sweaty and dizzy. The patient drank some orange juice and did not seek any further medical attention. This was not the first time the product was being used. The technique of applying blood on the test strip was correct. Customer care advocate (cca) walked the patient through a proper test and the issue was not resolved. The meter was replaced. The complaint is being reported since the patient alleged that due to the reported issue, and being unable to test, approximately 2 hours later, the patient developed symptoms and had to self-treat with juice.